Manufacturer narrative:
Breakage was identified to be at the transition step forward of the handle. This is the thinnest cross section and excessive forces can cause it to break off.

Event description:
When the surgeon was trying to elevate the labrum the instrument broke at the handle in the patient. The broken piece was removed from the patient. No patient injury or other complications were reported.